Event description:
It was reported, the ultrasonic surgical instrument had a portion of the tissue pad fall off the device. No detachment occurred inside the body. The issue occurred during a therapeutic appendectomy procedure. There were no reports of patient harm. The device was on setting one with intelligent tissue monitoring (itm) turned on at the time of the event. The doctor replaced the device with another product of the same model number and completed the procedure.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the ultrasound output with the grasping part closed without grasping the tissue (including after the tissue was cut) caused the tissue pad to wear down, causing some tearing and peeling. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which states: "do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.